Event description:
Upon removing a 45 degree right angled linvatec spectrum instrument from right shoulder, the tip of the instrument was noted to be missing. Approximately 1-1 1/2 cm in length. X-ray inconclusive for any obvious metallic debris, although there was a suggestion of a metallic shadow in the region of the anterior mid-glenoid neck. The surgeon elected to leave the small piece of metal in, so as to avoid damage to the shoulder.the instrument has "limited reuse" stamped on it. Additional follow-up reveals: the device has been sterilized and reused for an unknown amount of time. The sterilization is done by the hospital.